Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck on blue screen after reboot. The technical support specialist found that med application (medapp) was not working after a reboot due to credential manager being recently enabled, which failed to update account passwords. Medapp was manually launched as a temporary fix. The device auto resolved when the password refreshed at midnight. Issue is resolved and confirmed with the customer. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es that the device was stuck on a blue screen after reboot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.